Event description:
It was reported that an attempt was made to reposition the atrial lead, however, the physician was unable to reposition the lead and it was removed. There was no injury to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; proximal coil was found distorted; the outer insulation was found breached cut; blood observed in the proximal conductor and in/on the helix mechanism; apparent explant damage; full lead analyzed.